Manufacturer narrative:
The field service engineer visited the customer's site, replaced multiple ion-selective electrode (ise) components, and tested the samples and compared the results between the c311 and the cobas pure analyzers and the difference was acceptable. No further issues were reported after the service visit. The service actions resolved the issue. The specific cause of the event was not identified.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer stated that they had biased controls. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 4 patients' samples tested on a cobas c111 with an ise analyzer when compared to a different laboratory. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 128.6 mmol/l. Repeat result: 135.89 mmol/l. Sample 2, sample 3, and sample 4 were tested on (B)(6) 2024: sample 2 (patient 2): initial result: 127 mmol/l. Repeat result: 142 mmol/l. Sample 3 (patient 3): initial result: 129.3 mmol/l. Repeat result: 140.72 mmol/l. Sample 4 (patient 4): initial result: 129.6 mmol/l. Repeat result: 139.26 mmol/l. The physician questioned the initial results after sending new patients' draw to another laboratory. Sample 1, sample 3, and sample 4 were then repeated on (B)(6) 2024. The results obtained from the other laboratory were deemed to be correct.